Manufacturer narrative:
D6a / d6b / d7a, g3/g4, h1/h2, h6.

Event description:
The field sales associate (fsa) reported the following to gore: on (B)(6) 2024, the patient underwent an endovascular procedure to treat an aneurysm utilizing the gore® tag® conformable thoracic stent graft with active control system and gore® tag® thoracic branch endoprosthesis (aortic component and side branch) in zone 2. The patient tolerated the procedure. On (B)(6) 2024, it was reported that the patient experienced expressive aphasia. The patient received an MRI and it was confirmed that the patient experienced a stroke. There are no plans to re-intervene on the patient. The patient is being monitored as of now. The physician does not know what caused the event to occur.

Manufacturer narrative:
It should be noted that, per the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, neurologic damage, local or systemic (e.g., stroke). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.